Manufacturer narrative:
After investigation, the most probable cause to explain the leaking fowler cylinder is that fluid might have entered in the gas cylinder.

Event description:
It was reported that the fowler was remaining in the flat position and could not be locked in the upright position. No adverse consequence reported.